Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information contact office: (B)(4).

Event description:
It was reported that the patient underwent cholecystectomy on (B)(6) 2015 and suture was used. During the closure of the abdominal wall, the needle broke and disappeared intra-abdominally. X-ray was performed to locate the needle. The incision was extended from 3 mm to 7 mm and the needle was removed. The patient has been discharged. Additional information has been requested.

Manufacturer narrative:
It was reported that the fascia was being sutured when the needle broke at the swage.